Event description:
On (B) (6) 2010, patient with left lower extremity ischemia underwent angioplasty and stenting of left superficial femoral artery (stent information below). On (B) (6) 2010, patient reported onset/return of claudication symptoms of left lower extremity. An angiogram was performed on (B) (6) 2010 at which point an expandable stent was placed across the occluded superficial femoral artery stents. It was noted there was a fracture of the midportion of one of the sfa stents which narrowed the lumen of the sfa. Post-procedure, there was improvement of arterial occlusive symptoms.